Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number was not reported. There was no reported device malfunction.

Event description:
During a literature search, atricure determined a patient experienced an adverse event prior to 2019 which may have been caused or contributed to by the csk-6130 cannula. Literature reported a patient with persistent atrial fibrillation, severe tricuspid regurgitation and pulmonary hypertension underwent a convergent procedure via transdiaphragmatic access. Two and a half years later, the patient presented with acute onset of severe epigastric pain and associated nausea and vomiting. CT angiogram of the chest revealed small bowel herniation with ventricular compression. A laparotomy was performed to reduce the herniated small bowel through the diaphragmatic defect. Additionally, the falciform ligament was secured with sutures. The patient recovered and was discharged to home on pod6. There was no reported device malfunction, and the adverse event was the result of a procedural complication. Sub-xiphoid access is the preferred approach for the convergent procedure. Source: bloom j, etolis g, fitton t. Cardiac tamponade due to a strangulated visceral pericardial hernia after convergent procedure. Ctsnet.https://www.ctsnet.org.9-oct-2019."